Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a frayed grip cable at the idler pulley. Some filaments of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the pulley threads within the jaws of the large suturecut needle driver instrument broke apart. The instrument was not able to perform an endowrist function. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: the instrument was in good condition before the surgery and thoroughly inspected before surgery and was found in proper condition. The instrument was being used to secure the mesh with abdominal wall flap during the hernia procedure. There was no instrument collision and no fragments fell inside the abdomen. A backup large needle driver was used to complete the suturing.